Manufacturer narrative:
An event of left bundle branch block, fever, dyspnea, "acute decompensated heart failure", "aortic valve seated low in the lvot", and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 35mm portico ng valve was implanted. Post-procedure, the patient developed left bundle branch block, however no treatment was required. On (B)(6) 2021, the patient presented to the emergency department (ed) with a fever using a scanning thermometer at home. No signs of infection were observed and outpatient echo was performed, which was negative for signs of endocarditis. On (B)(6) 2021, the patient presented to the ed for dyspnea and the patient's current medication regimen was adjusted. No patient consequences were reported. No additional information was received. On 12 january 2022, it was reported that on (B)(6) 2022, the patient presented to the cardiologist for follow up and was found to have acute decompensated heart failure and was admitted to the hospital. Electrophysiology was consulted and recommend a biventricular ICD placement. On (B)(6) 2022, CT was performed, which showed aortic valve seated low in the lvot. On (B)(6) 2022, the valve was explanted. On (B)(6) 2022, a biventricular ICD was implanted due to persisting lbbb. On (B)(6)2022, the patent was discharged home in stable condition. Clinical study patient ID: (B)(6).

Manufacturer narrative:
An event of left bundle branch block, fever, dyspnea, "acute decompensated heart failure", "aortic valve seated low in the lvot", and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 35mm portico ng valve was implanted. Post-procedure, the patient developed left bundle branch block, however no treatment was required. On (B)(6) 2021, the patient presented to the emergency department (ed) with a fever using a scanning thermometer at home. No signs of infection were observed and outpatient echo was performed, which was negative for signs of endocarditis. On (B)(6) 2021, the patient presented to the ed for dyspnea and the patient's current medication regimen was adjusted. No patient consequences were reported. No additional information was received. On 12 january 2022, it was reported that on (B)(6) 2022, the patient presented to the cardiologist for follow up and was found to have acute decompensated heart failure and was admitted to the hospital. Electrophysiology was consulted and recommend a biventricular ICD placement. On (B)(6) 2022, CT was performed, which showed aortic valve seated low in the lvot. On (B)(6) 2022, the valve was explanted. On (B)(6) 2022, a biventricular ICD was implanted due to persisting lbbb. On (B)(6) 2022, the patent was discharged home in stable condition. Clinical study patient ID: (B)(6).